Manufacturer narrative:
Section h6 component code of the initial medwatch report indicated: electrical/electronic property problem section h6 component code of the initial medwatch report should indicate: inappropriate/inadequate shock/stimulation.

Event description:
A customer contacted stryker to report that their device displays ""abnormal energy delivery"" message. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.

Event description:
A customer contacted stryker to report that their device displays "abnormal energy delivery" message. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.